Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a scheduled follow-up. Upon review, the right ventricular lead had high threshold and the pace and sense configuration was changed due to activated polarity switch. Programming changes were made. The patient was stable.